Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation on the chest and back. The area was described as red, bumpy and itchy. There was no alleged device malfunction contributing to the irritation. Patient reported that rash spread and told it was an allergic reaction to a medication by a physician. Patient's physician had the medication discontinued and rash has improved.